Manufacturer narrative:
Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected; however, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, the explanted device was not returned to edwards for analysis. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19 mm aortic pericardial valve was explanted after one (1) year and two (2) months due to aortic stenosis secondary to pannus formation. As reported, the patient has an infection with (B)(6). A 21mm valve was used in replacement and the patient was transferred to the ICU where he was reported as "recovered" and later discharged.